Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer declined troubleshooting and stated supplies (cartridge, tubing, and site) were changed to address the issue. In addition, the customer reported the pump time and date setting was incorrect. Reportedly, the customer attempted to correct the time and date setting in the past however, the customer did not enter the correct time and date. Tandem technical support assisted the customer with correcting the time and date setting. The customer's blood glucose was approximately 400 (mg/dl).